Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was assaulted ca. (B)(6) 2023 and reported having been kicked in the head and on many parts of his body. Afterwards, he no longer had hearing sensation with the device. However, a few days later the user reported hearing again. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. Additionally, 3 channels were found extra-cochlear at explantation. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user was assaulted ca. (B)(6)2023 and reported having been kicked in the head and on many parts of his body. Afterwards, he no longer had hearing sensation with the device. However, a few days later the user reported hearing again. The user has been re-implanted on (B)(6)2023. Per device explantation report, 3 channels were found extra-cochlear at explantation. According to the implant registration card, a full insertion of the active array had been made at implantation.